Manufacturer narrative:
The 70cc tah-t remains implanted. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4).

Event description:
The cpc (colder products company) connector is a component that provides the interface between the tah-t cannula and the driver drivelines. The customer, a syncardia certified hospital, reported that patient wasn't sure how but he dislodged right ventricle cannula from the cpc connector. It was reconnected without incident and there were no untoward reactions. The zip ties that were on the cannula were loose and migrated down the connector. The customer also reported that new zip ties were placed on the cannula and were tighter and in a better position.